Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on (B)(6) 2025, the cgm reading was high and the insulin pump autocorrected with 2.495 units of insulin. 20 minutes later the patient self-treated with another 6.62 units of insulin. The patient stated that they felt something was not right. It is unknown if the patient took a fingerstick at that moment, but it was reported that the blood glucose level was 4.1 mmol/l. The patient ate something sweet and entered a store. While in the store the patient lost consciousness, fell and hit her head. An ambulance was called by the staff and the patient was brought to the hospital. The reporter did not provide any further information about treatment, duration of stay at the hospital and current status of the patient. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.